Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. Device received with pillowing keypad overlay and minor scratches on case. No damage on reservoir lip ring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had stuck button alarm. The customer¿s blood glucose was 7.8 mmol/l at the time of incident. Customer stated that numbers were not ramping on their own. Customer stated they were unsure if they pressed a button down for 3 minutes or longer. Customer stated that the reservoir lip ring was broken. Customer stated the insulin pump had cosmetic damage. Customer reported that the reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will not be returned for analysis.